Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds. There was loss of capture at 7.0 v, 1.0 ms. X-ray confirmed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.